Event description:
It was reported to gore that during a procedure to remove a gore viabil biliary endoprosthesis, the endoprosthesis unraveled within the duct, fractured and could not be retrieved. Approximately on week later, a second attempt was made to remove the endoprosthesis and was successful.

Manufacturer narrative:
Evaluation of the device is in progress.